Event description:
It was reported that "surgeon was attempting to extract (ex-plant) a conical distal stem when the inst broke. The threads remained in the stem which was subsequently ex-planted."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.